Event description:
It was reported that during a supply change the user attempted to fill the tubing but observed no drops because the cartridge had not been inserted into the ilet, after which the user contacted support and was guided through a complete supply change and insulin delivery was resumed. Symptoms included no clinical effects, and blood glucose remained unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with the user to complete the supply change steps. Investigation of this case revealed user performance error during supply change resulting in no flow until the cartridge was inserted, with normal device function after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user error.